Event description:
It was reported that the procedure was to treat a heavily calcified, totally occluded lesion in the common iliac artery. An ht command 18 guide wire (gw) was attempted to be advanced, sub-intimally, due to the total occlusion, to the target lesion; however, the guide wire became stuck in the calcified anatomy and did not reach the target lesion. During an attempt to remove the guide wire, the tip became separated in the sub-intima. An unspecified stent was then implanted, which embedded the guide wire in the vessel where it remains. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual, and dimensional inspection was performed on the retuned guide wire and the reported tip separation was confirmed. The reported failure to advance and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. Additionally, it was noted that the polymer coating was stretched and, the coils were stretched distally, a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, difficulty to remove, tip separation, and treatments appear to be related to case circumstances of the procedure. In this case, based on the reported information the ht command 18 attempted to be advanced, sub-intimally, due to the total occlusion, to the target lesion causing the guide wire to get stuck in the calcified anatomy and the difficulty to remove. Manipulation against resistance during retraction, the polymer coated tip separated in the anatomy and causing the noted subsequent damages. An unspecified stent was then implanted, to embed the guide wire in the vessel where it remains. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.